Manufacturer narrative:
The user reported app stopped working. Sensor was inserted in the simvivo test fixture. The app was downloaded, and initial app setup was completed. Sensor was scanned by the app and few minutes warm-up observed. After warm-up sensor was scanned again and glucose results were observed. Scanning functioned as intended. Main menu was opened on the app. It was able to enter inputs on logbook, receive the alarms and to open connected apps. App functioned as intended without any issues. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s21 ultra 5g with android operating system version 15 and application version 3.6.4. Via social media. The customer reported that they "almost died" due to the app not working overnight. The customer initially reported having received a third-party treatment however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s21 ultra 5g with android operating system version 15 and application version 3.6.4. Via social media. The customer reported that they "almost died" due to the app not working overnight. The customer initially reported having received a third-party treatment however, no further information was provided. There was no report of death or permanent impairment associated with this event.